Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via return paperwork indicated the pump contained compounded baclofen and was explanted on (B)(6) 2016. The intended use of the device was treatment. The reason for device removal was prophylactic removal of pump to avoid in-vivo battery depletion. There was no patient injury.

Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Analysis determined the pump battery displayed high resistance. Analysis determined there was coring-tears-cuts in the seal of the sutureless connector (sc). Leaking was seen coming up from the cup of the sc. Analysis also determined there were user related holes in the catheter body. Leaking was seen coming from the holes. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving lioresal 2000mcg/ml; 600 via an implantable pump for intractable spasticity and cerebral palsy. The date of the event was (B)(6) 2016. It was reported the patient experienced brief nausea and vomiting. An alarm was heard and confirmed by telemetry. The pump logs were checked and upon interrogation the infusion mode was minimum rate. The pump was in safe state; low battery reset. The patient did not have withdrawal symptoms or increased tone. The patient was in the clinic and was doing well. A pump replacement was planned for (B)(6) 2016. The pump was near elective replacement indicator and was scheduled for replacement. Interventions, medical history, dose, lot number, therapy dates as well as concomitant drugs and outcome were not reported; additional information has been requested, but was not available as of the date of this report. Additional information was received from a healthcare provider regarding patient receiving lioresal (2000 mcg/ml) at 630 mcg/day (lot number unknown). The therapy was ongoing. On (B)(6) 2016 at a pump refill the patient's pump was read and it had a malfunction. The pump showed that it was in safe state and delivering 11.8 mcg/day, while the intended dose was 630.1 mcg/day. There were 5 months remaining on the battery and no alarm was detected. The reservoir was at 5.1 ml and the alarm date with minimum rate was (B)(6) 2017. While 5.1 ml was expected, 6 ml was withdrawn from the pump, which was within the expected range. The logs were read and showed three notices of a pump reset due to low battery on (B)(6) 2016, which matched the report of nausea and vomiting once about two weeks prior. The patient's symptoms resolved after being treated with miralax and the patient had a large bowel movement. This episode was similar to previous episodes. The patient was not in withdrawal and had no withdrawal symptoms. The plan was to keep the pump at minimum rate of 11.8 mcg/day. The pump was filled with saline (lot number 47-121-dk, expires 11/2016). The bridge bolus will take 23.3 days, so the baclofen will be out of the system on (B)(6) 2016. The patient was started on oral baclofen. An appointment was made for (B)(6) 2016 to replace the pu mp. The patient's medical history included developmental delay, cerebral palsy, microcephaly, constipation, mixed receptive-expressive language disorder, spastic triplegia (cms/hcc), pronation of feed, dysplastic kidney, chronic kidney disease (ckd), vitamin d insufficiency, iron deficiency, acquired adductovarus rotation of toe, overweight (bmi 25.0-29.9), and expressive speech disorder. The patient has never been a smoker, never used smokeless tobacco, and does not drink any alcohol. The patient had no known allergies. The patient's chair weight was (B)(6) pounds. The patient's concomitant medications included baclofen (lioresal) 10 mg tablet, diazepam (valium) 5mg/ml solution, ergocalciferol (drisdol) 8000 unit/ml oral drops, and polyethylene glycol 3350 (miralax oral). The patient's immunization history included dtap ((B)(6) 2006, (B)(6) 2011), (B)(6) ((B)(6) 2007, (B)(6) 2011), (B)(6) ((B)(6) 2005, (B)(6) 2006), hib (pedvaxhib) ((B)(6) 2005), hib (unspecified) ((B)(6) 2006), hib + (B)(6) ((B)(6) 2005), seasonal injection for influenza and quadrivalent ((B)(6) 2015), seasonal injection for influenza and trivalent ((B)(6) 2013), mmr ((B)(6) 2006, (B)(6) 2011), pneumococcal conjugate (prevnar 7) ((B)(6) 2005, (B)(6) 2006), polio (ipv) ((B)(6) 2006, (B)(6) 2007, (B)(6) 2011), polio (unspecified) ((B)(6) 2005), and varicella ((B)(6) 2006, (B)(6) 2007).

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.